Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a healthcare provider (hcp) contacted boston scientific technical services (ts) to review a specific stored episode that occurred two (2) days previously. Ts review indicated there was noise on this right atrial (ra) lead and the impedance was out of specification. Ts noted that they suspect a ra lead failure. Ts provided guidance to consider programming the atrial discriminator off and indicated that the patient needs a new ra lead. The lead was subsequently surgically abandoned and replaced approximately one (1) month later. No additional adverse patient effects were reported.